Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit fse (field service engineer) replaced. Expander beam drive and euf board, calibrated the energy and the light path. Fse performed system verification as per sir (service installation record). The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nursing supervisor reported a scanner failure during a treatment. The surgery was completed by using a new device. No patient harm was reported.